Event description:
It was reported, that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed, and transmitter error found in the log for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was determined, to be low transmitter battery voltage. The reported event of transmitter failed/error/alert is reportable, based on low transmitter battery voltage. No injury or medical intervention was reported.

Manufacturer narrative:
Com- (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.